Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on cgm. Bg cause was not known. Customer consumed carbohydrates to address bg. Customer required assistance from husband because the customer was unable to drive themselves home from work due to the low.